Event description:
Senseonics was made aware of an icident where authorized representative reported that the user was hospitalized..the rvent happened on (B)(6) 2025.according to the authorized representative, the user experienced a stroke which led to him falling, he broke his left shoulder and fissured his spine.the event was not related to the sensor insertion or removal, nor related to his diabetes.the user will receive rehabilitation as treatment at the hospital. The user was prescribed with pain medicine and couldn't provide a specific name of the medicine.

Manufacturer narrative:
The authorized representative reported that the user was hospitalized. The rvent happened on (B)(6) 2025. According to the authorized representative, the user experienced a stroke which led to him falling, he broke his left shoulder and fissured his spine.the event was not related to the sensor insertion or removal, nor related to his diabetes.the user will receive rehabilitation as treatment at the hospital. The user was prescribed with pain medicine and couldn't provide a specific name of the medicine. Per dms, the user was inserted on the same day of the accident, so user currently not using the system. The authorized representative mentioned that user will start using the system after he leaves the hospital.